Event description:
Subsequently it was reported that the implanted valves had been surgically explanted and replaced with another manufacturer¿s valve at the time of the surgical repair of the aneurysm and dissection. Also, it was reported that the patient had experienced post-operative respiratory failure and that circulatory arrest had occurred during the initial implant procedure.

Manufacturer narrative:
It was reported that the explanted valves were not being returned to medtronic. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve an aneurysm and aortic dissection were identified via computed tomography (CT). It was reported by the physician that the device had embolized after getting caught in the delivery catheter system (dcs). A second transcatheter bioprosthetic valve was then deployed. The next day the patient required ascending aorta replacement, surgical aortic valve replacement, and hemiarch repair. The patient was discharged eight days later, no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information had been received and have been added to this report. A medwatch was previously submitted for the delivery catheter system (dcs) involved in the implant and was captured in 2025587-2014-00213. If information is provided in the future, a supplemental report will be issued.